Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated frame is bent. He stated no apparent damage to the box. The item was not delivered to a patient, no injury or property damage was reported.